Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to printed circuit board. Additionally, the gas volume display was abnormal due to defective manifold unit. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the gas volume display was abnormal due to defective manifold unit and the front panel blacked out due to defective printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the high flow insufflation unit, when not connected to the gas cylinder, the gas volume reading increases by 0.3l every time when it was started. There were no reports of patient harm or impact associated with this event.